Event description:
It was reported that during reprocessing a mega needle driver instrument, a broken cable was found. There were no missing pieces or fallen pieces reported. No patient harm, adverse outcome, or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis found the grip cable was frayed. Conductor wires were intact and undamaged but the drive cable was frayed. One grip cable was frayed at the distal idler pulley. The frayed strands stuck out at the instrument's wrist. Other cables at the wrist were not damaged. Additional observation not reported was the grip cable was derailed. One grip cable on one side of distal clevis was derailed from the distal idler pulleys. Yaw motion was non-intuitive as a result. Other cables at wrist were not damaged. No other damage was found. The customer reported complaint does not itself constitute a MDR reportable event; however; the reported malfunction if to recur could cause or contribute to an adverse event.